Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2021 and suture was used. During the procedure, the surgeon discovered the package of 12 suture had the incorrect needle size. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 h6 component code: g07002 no device problem found. Photo analysis: h3 investigation summary: one photograph with two intact suture packs for code nw895 lot numbers v8003 and v0001 was provided for investigation. Upon review of both product and comparison of the complaint sample photo with specimen artwork attached on batch record it has been identified that the provided photograph is of genuine ethicon aurangabad manufactured product. Suture and needle were not visible in photograph. As a part of investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed and no deviation was observed. Finished goods were released as per established procedures. Specimen artwork attached on batch record were reviewed and found as per ethicon approved artwork management process. Label artworks for product code nw895 were reviewed, and it was identified that the artworks for single barrier folder and ceco box were subjected to revision in line with continual improvement program. It was also identified that round bodied, and taper point are synonymous. Needle provided in incident lot v8003 code nw895 was of 11mm in-length, and artwork used was of old revision, same discrepancy was identified, and changes were implemented according to established change management process. With this change the single barrier folder and ceco box artwork were corrected as per actual product detail. These changes were approved, executed, and implemented according to established change management process at the manufacturing site. Product supplied to (B)(6) hospital (nw895 / v8003) was manufactured before jan 2020 and price list available with jupiter hospital is of current version. Hence this gap is appearing on the product single barrier folder and this gap is limited to the text mentioned on the folder. From the above analysis, it is concluded that the product is genuine and there is no indication of incorrect components in the marketed product.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot v8003, and no non-conformances were identified. Note: events reported in 2210968-2021-04841, 2210968-2021-04842, 2210968-2021-04843, 2210968-2021-04844, 2210968-2021-04845, 2210968-2021-04846, 2210968-2021-04847, 2210968-2021-04848, 2210968-2021-04849, 2210968-2021-04850, 2210968-2021-04852. Attempts are being made to retrieve the devices. To date, the devices have not been returned. If the device or further details are received, a supplemental medwatch will be received. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental med watch will be sent. Device return status/follow up additional information was requested and the following was obtained: file attached nw895 10mm 11mm isssue.jpeg this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate